Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is wearing the pump supplies for 5-6 days and overfilling cartridge. Tandem clinical support informed customer that wearing the pump supplies for 5-6 days, and overfilling the cartridge, is off label per the user guide. Reportedly, on (B)(6) 2024 the customer was taken to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 497 mg/dl and diabetic keto acidosis. Customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024 with no permanent damage. System check was performed and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.